Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing inaccurate volumes. The biomed released stuck battery pins, cleaned the unit and tested operation, performed full preventative maintenance on pump, infusion rate of 999 ml indicated where infusion rates are very inaccurate. There was no known patient injury or medical intervention associated with this event. No additional information is available.